Manufacturer narrative:
The customer¿s report of ¿channel disconnect¿ alarms was confirmed. Review of the pcu log shows that on (B)(6) 2016 at 8:51pm, a heparin infusion was started on pump module s/n (B)(4) for a dose of 1700unit/hr and a vtbi of 450ml. In 20 seconds, a channel disconnect alarm occurred, and the infusion was restored and restarted in less than a minute and a half. The heparin infusion continued into the next day, with several changes made to the vtbi and dose. At 2:50pm, a series of air in line alarms occurred, followed by a channel disconnect alarm at 3:22pm. The infusion was restored and restarted and continued into the next day, (B)(6) 2016. At 9:24am on (B)(6) 2016 a channel disconnect alarm occurred, and the infusion was restored and restarted within 20 seconds. At 9:31am pump module s/n (B)(4) and pump module s/n (B)(4) were attached as channels b and c, respectively. An infusion of normal saline was started on channel b at 30ml/hr. An infusion of potassium chloride 20meq/100ml was then started on channel c at 50ml/hr. At 9:46am a channel disconnect alarm occurred and channel c lost power. The error was confirmed and moments later channel b lost power and caused another channel disconnect alarm. Both channels b and c remained ¿detached¿ for approximately 30 minutes, until they both registered as being attached at 10:34am. At 11:08am, the heparin infusion on channel a was paused; the infusion on channel b was then restored but not started, which then allowed the restored program to time-out. Channel a was then channeled off, then the infusion on channel c was restored, however this infusion was not started either. Approximately 13 seconds later channel c lost power and caused a channel disconnect alarm. Over the next 15 minutes, both channel c and channel b registered as being disconnected and attached several times. No further infusions occurred. Approximately 1 hour and 15 minutes after this event, at 1:18pm, a fourth pump module s/n: (B)(4) was attached to the left side of the system as channel a. No programming was performed, but the devices continually registered as attached and/or detached until the user powered down the system at 1:51pm. During inspection, the iui connectors of each device displayed contamination. During lab testing, ¿channel disconnect¿ alarms were easily duplicated by lightly applying pressure or shaking the devices. The pump modules attached to the right side of the pcu kept losing power and remained off, requiring rigorous manipulation to regain electrical connectivity. The root cause of the ¿channel disconnect¿ alarms was the result of contamination of the iui connectors of each device.

Event description:
The customer reported that a "channel disconnect" message occurred while potassium and normal saline infusions were running and a third module was attached. Two channels on the right of the pcu shut off, however a module on the left was unaffected. When the two channels on the right were replaced with different modules a "channel disconnect" message occurred again, and again the module on the left was unaffected. The entire system was then replaced and the infusions were continued; there was no patient harm. It was noted that the modules seemed difficult to snap into place and that a slight movement of the system caused the message to occur. Reportedly there was no visible pin damage or corrosion observed on the iui's.